Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding an (B)(6) female patient presenting for high rick percutaneous coronary intervention for impella support. During support, the patient endured an access site pseudoaneurysm, 10 days post explant, requiring 2u prbc delivery. The allegation had a "possible" relationship to the impella device.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported vessel damage has been completed. The pump was not returned for investigation. As per the given clinical details, patient developed an access site pseudoaneurysm 10 days post-explant, requiring 2 units of prbcs. The patient underwent hrpci with impella on 19jan2024. An ultrasound on 20jan2024 showed no pseudoaneurysm, but a repeat ultrasound on 29jan2024 revealed one measuring 0.4 x 0.3 cm at the impella site. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. The vascular damage's relation to the impella is unknown, as there was no sign of the pseudoaneurysm at the access site the day after explant. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ d4-updated model number.